Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding wear involving an exeter shell was reported. The event was confirmed through photos of device received. Method & results: -device evaluation and results: visual inspection: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted exeter contemporary. From the photographs provided there is evidence of wear. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: x-rays confirm the ceramic head fracture with substantial secondary damage to the trunnion. Component position is very adequate including the cup. Bone grafting had been performed for a central protrusion but the result was excellent regarding anatomic reconstruction and as such plays no role in the failure scenario. Also otherwise no indications or evidence for an overload condition potentially contributing to the event. Cup malposition frequently plays a role in this type of failure but apparently does not apply to this case. As such can unfortunately no exact cause of failure be established based upon current information. High activity level of the patient is not usually a cause of ceramic head fracture with poly cup bearings. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The surgeon revised a failed exeter / contemporary cup. The surgeon reported a shattered femoral head and a very worn femoral trunnion. Update-one year follow up x-ray showed a ceramic head fracture.

Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. There have been no other events for the lot referenced.

Event description:
The surgeon revised a failed exeter / contemporary cup. The surgeon reported a shattered femoral head and a very worn femoral trunnion. Update-one year follow up x-ray showed a ceramic head fracture.